Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. The reporter stated that the patient had connected but there was solution leaking from the right side of the cassette door. Call center assisted to end the therapy. The cassette door was checked and it was dry. The patient will start over the therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.